Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display was missing pixels and was flickering. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) replaced the display small graphics board in the roller pump display. With the graphics board replaced, the unit operated to MFR specs and was returned to clinical use. This known issue is currently being investigated or has been investigated. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.